Event description:
It was reported following a percutaneous intervention, a 6f angio-seal vip was used. The patient experienced a cold foot while still in the cath lab and went directly to the operating room for surgical repair of the leg ischemia. The patient was recovering from surgery. The patient had medical history of coronary artery disease. No further information was reported.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.